Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was not reported. It was reported that the physician stated on the day of surgery that the patient was getting increasingly more spastic and he was diaphoretic. He believed that there was an issue with the catheter and wanted to replace the catheter on (B)(6) 2019. It was unknown when the issue was first noticed. The physician was able to aspirate the catheter at the cap (catheter access port), but flow was slow and intermittent. He decided to go ahead and replace the whole catheter as a best practice and personal preference. The issue was resolved and the patient status was ¿alive ¿ no injury.¿ the explanted catheter was sent to pathology. Information was confirmed with the physician. There were no further complications reported/anticipated.